Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. No other issues were identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head did not communicate with the processor. The issue occurred during a laparoscopic hernia repair procedure at the point of use of incision. The procedure was delayed by few minutes but delay did not impact the patient. The procedure was completed using a similar device. There were no reports of patient harm.